Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap was separated the following information was received by the initial reporter with the following verbatim customer has shared the texium closed male luer has come separated from tubing sets, resulting in chemo leaking on the patient.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the texium closed male luer separated from the tubing. Two photos were taken by the customer. The photos do not confirm the separation. Due to no sample being received, no investigation can be conducted. The root cause could not be determined because the sample was not returned. A device history record review for model 10012241-0500 lot number 23105027 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.